Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unspecified date and involved a transpac¿ it monitoring kit, 84" pressure tubing, 3ml flush device, un-bonded macrodrip that had a foreign object inside the tubing. It was reported that the tubing came from an inpatient area and it was found to be defective upon going into the MRI. The reporter also indicated that the foreign object appears to be the tip of a non-cored needle that was not blunt, but not sharp either. There was patient involvement and a minor delay in therapy due to change of set up in MRI scan; however, there was no human harm.

Manufacturer narrative:
One used transpac¿ it monitoring kit, 84" pressure tubing, 3ml flush device, un-bonded macrodrip was returned for investigation. The reported complaint of a needle inside the tubing was confirmed on the returned set. Two images were provided by the customer showing a needle inside the administration set. During visual inspection, a pin was observed to be present inside the tubing of the returned administration set. The probable cause of the pin inside the tubing had occurred due to an error during assembly of the blue roller clamp onto the tubing of the administration set during manufacturing. A device history record (DHR) review could not be conducted because a lot number was not identified.